Manufacturer narrative:
Concomitant medical products: product ID: 9 735736, serial/lot #: software version: 1.3.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Information regarding a navigation system being used for a cranial biopsy procedure. It was reported that intra-operatively, during the registration, there was an internal error 64. A reboot resolved the issue. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported delay due to this issue.